Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: b3, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information is being provided to previously submitted h4 - device mfg date, which was not late. The date of manufacture for this device is 11/20/2018.

Event description:
It was reported the endoeye flex deflectable videoscope had an e231 scope communication error and a blackout while being used with a video system center. The issue occurred during a therapeutic procedure. The intended procedure was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.